Event description:
It was reported that the ventilator's air and o2 gas modules were found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air and o2 gas modules were found defective. The ventilator was investigated by our field service engineer on site and the gas modules were determined defective and replaced. Furthermore, it was reported that the device did not start and the ac/dc printed circuit board was also replaced which solved the issue. No log files have been provided and no replaced parts have been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.